Manufacturer narrative:
(B)(4). The service engineer (se) evaluated the ventilator and was unable to duplicate the customer reported malfunction. The ventilator passed all tests and calibrations, and it was found to be operating within manufacturing specifications.

Event description:
It was reported that during testing, a ventilator generated a bd (breath delivery) test failed message and became inoperable. There was no patient involvement.